Manufacturer narrative:
Motor error alarm during rewind due to corroded motor home switch. Unable to perform self test, off no power test, a21 error test, occlusion test, prime/a33 test, excessive no delivery test and displacement test due to motor error alarm. Pump passed idle current test and run current test. Unable to verify excessive no delivery alarm due to motor error alarm. Pump received with minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump had a recurring no delivery alarm and motor error. Blood glucose level at the time of the incident was 303 mg/dl. Customer declined troubleshooting,the insulin pump was replaced and returned the one they currently use for analysis.